Event description:
A registered nurse reported to baxter corporate product surveillance a mini-cap in which there was a small plastic wrapper observed in the package. According to the report, the alleged defect was observed when the male home patient opened the package after he completed his day exchange at the clinic. There were no reports of patient injury, adverse events, or medical intervention. There was patient involvement. Product surveillance contacted the registered nurse (rn) regarding the particulate matter found on (B)(6) 2012. The rn stated that it appeared that there was a piece cellophane over the sponge. The cap was not used. The rn said that it came from clinic's supplies and that they will closely monitor the rest of the pouches. No additional information provided.

Manufacturer narrative:
(B)(4). This complaint was confirmed. The sample was returned to the laboratory for evaluation, and the complaint of particulate matter was confirmed. The root cause was identified to be a manufacturing issue due to a piece of the plastic bag in which the sponges are transported falling into the sponge hopper. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation or if any additional information becomes available, a follow-up will be submitted.